Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 32098 was found indicating a fault on the axes controller motor (acm), confirming the fault occurred in the field. The unit was tested on an in-house system under normal conditions and no errors were triggered; however, when tested on a patient side cart fixture test platform (pftp), it failed the usm fault check. Aba troubleshooting was performed using a known-good acm board, and the test passed. A visual inspection showed no signs of physical damage. Based on the results of testing, the acm board was identified as the source of the reported event. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to an electrical issue from a faulty amc board, located within the usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported to technical service engineer (tse) that a recoverable error on universal surgical manipulator (usm) arm 3. The customer power cycled the system; however, the issue persisted. The customer disabled usm arm 3. Intuitive surgical inc. Representative called back and stated that the system was not hard power cycled. The procedure was completing as planned as a three usm arm configuration with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.